Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a krh bumper was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: no clinical or past medical history, no operative reports, no examination of explanted components, and no results of the cultures and sensitivities are available for review. Judging by the distal femoral replacement modular tumor components and the use in this patient, it can be assumed that the initial surgery was a tumor salvage procedure with high risk of infection and late fatigue failure. The fact that she has survived over twenty years with this implant is impressive. The advent of late infection has been aggressively treated and, it appears, successfully so. There are no prosthetic related factors that either caused or would have prevented this clinical situation. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however there is no evidence that prosthetic related factors either caused or would have prevented this clinical situation. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the surgeon indicated that patient requires incision and debridement. It was further reported that the patient had kidney stone and urinary track infection. The patient was washed out on (B)(6) 2013, a new bumper was inserted.

Event description:
It was reported that the surgeon indicated that patient requires incision and debridement. It was further reported that the patient had kidney stone and urinary track infection. The patient was washed out on (B)(6) 2013, a new bumper was inserted.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6485-2-460, lot # lptc154, description: krh duration bushing standard. Cat # 6485-2-460, lot # lptc068, description: krh duration bushing standard. Cat # 6475-3-940, lot # ltbri2a, description: krh standard axle. Cat # 6475-3-933, lot # k2110skad, description: tibial comp kin hinge knee. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.